Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue: insert clamp message/closed door message. This occurred before use in the emergency room. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of "door jammed!" And "invalid clamp detected." Was not reproduced. The pump was found to function as intended . The event history log (ehl) review was performed and revealed multiple events of "door jammed!" And "invalid clamp detected." However these messages can occur as a part of normal pump function if the door is not closed properly or if a slide clamp other than a baxter slide clamp or other object is used in the keyhole, and are not necessarily indicative of a device issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.